Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while advancing a 3.5x12 nc trek rx balloon dilatation catheter (bdc) into a co-pilot rotating hemostatic valve (rhv) and into an unspecified guiding catheter, for a second time within the same procedure, without resistance felt and with no force applied, to treat a heavily calcified lesion in the left main coronary artery, the proximal shaft of the nc trek rx separated into two pieces. The separated piece was withdrawn along with the guiding catheter as a single unit from the anatomy. Another nc trek rx bdc was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.